Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for a heart attack. The customer's husband stated that her blood glucose reading was 1300mg/dl when she had the heart attack. No further information was provided.